Event description:
It was reported that during a training/demo of the da vinci system, activation has been interrupted error on the integrated electro surgical unit (erbe). Caller stated it's coming up with a c-34 error. Caller stated before calling in they swapped to another unit for the training so they could proceed. There was aborted to another da vinci system with no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and using artemis c-34 error logged on 12/4/2025. Multiple c-54 errors logged on 12/3/2025 of great concern. C-30 error logged on 12/3/2025, m-1c error logged on 11/18/2025. Unit tested on system, initial startup involved error with screen display, display remained white through startup, error tone heard but screen stuck white. Second startup performed, display functions as normal, c-34/c-00 error presented on startup. C-00 errors in erbe logs. While running, slight but distinct odor resembling capacitor electrolyte not around rear of unit. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.